Event description:
A malfunction alarm labeled as "malf 12" was reported, but no notable events occurred before the malfunction. It did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer received assistance from technical support to reset the pump, and after doing so, the malfunction code did not recur. The customer was informed to call back if the issue reappeared and was able to continue using the pump.